Event description:
It was reported that there was an o-ring from a previous cartridge on the pneumatic tap, and the cartridge could not be removed from the pump. Customer¿s blood glucose level was 101 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.